Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. This lead was explanted and replaced. No additional adverse patient effects.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The field representative noted that the screw was retracted so the tip of the lead was intact at time of increased threshold. This lead was explanted. Replaced lead measurements were noted to be normal. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.